Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was approximately 101-313 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.